Manufacturer narrative:
H10: the philips remote service engineer (rse) provided their analysis findings however philips is unable to confirm the final disposition of the device. Multiple attempts were made on 02-nov-2023, 09-nov-2023, and 16-nov-2023, to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from biomedical engineer (bme) customer reporting a machine and proximal pressure sensor failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the bme and confirmed the reported issue in the device event log. The issue occurred after replacing the air flow sensor for a previously reported issue. The rse advised the bme to remove all power and reconnect the data acquisition (da) - motor control (mc) cable. The bme reported there was no change after reseating the cable a few times. The rse advised replacement of the da - mc cable. Investigation is ongoing.